Event description:
It was reported per article of interest literature review that a 28-year-old male underwent an extraction of a single chamber transvenous implantable cardioverter defibrillator (tv-ICD) and an upgrade to an subcutaneous implantable cardioverter defibrillator (s-ICD) system. This was on the background of an out-of-hospital ventricular fibrillation (vf) arrest 6 years prior. He had a single-chamber boston scientific (massachusetts, USA) defibrillator implanted for secondary prevention with a single coil endotak reliance active fixation lead placed high in the right ventricular outflow tract. He was later identified to have junctional ectopic tachycardia as a possible precipitant to ventricular fibrillation. The procedure was considered to be free of significant complications. However, he was subsequently noted to have developed first-degree av block (which resolved) and complete right bundle branch block (rbbb) (which did not resolve). He proceeded to have an sicd implanted a week later in an uncomplicated procedure. A month later, he was re-presented to the hospital after being shocked by his sicd during a bike ride. The ventricular tachycardia (vt) therapy zone had been previously set at greater than 220 beats per minute (bpm); however, on device interrogation, he was found to have received a shock at 180 bpm in the likely context of t-wave oversensing. He underwent an exercise ECG during which device interrogation did not demonstrate arrhythmias or oversensing issues up to a maximal heart rate of 170 bpm. The device was subsequently switched to sense in the secondary vector with no further therapies delivered during 5 years of further follow-up. No adverse patient effects were reported.

Manufacturer narrative:
Copy of chauhan, karanjeet, et al. (2025). Right bundle branch block after transvenous lead extraction: an unreported complication with potentially severe outcomes. Pacing and clinical electrophysiology, 2025; 48:508-512. Https://doi.org/10.1111/pace.15182.